Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 6. (B)(6). Patient country- italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 06-june-2024, it was reported that patient faced 6 events of infusion set fell off during use. The events occurred within less than 1 day of insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.